Event description:
The facility stated that the surgeon implanted a aq2003v 3 piece silicone lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury. The injector model was not specified by the facility. The cartridge model aq2.8s lot numbers was not specified by the facility.